Event description:
It was reported that the right ventricular (rv) lead exhibited "issues" when connected to the device, but everything checked out fine when tested via the analyzer. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).